Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this complaint was received for investigation. All photographs were reviewed, and the photographs doesn't show the reported event. The complaint cannot be confirmed with the evidence provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mrae) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune femoral impactor broke during case. All pieces recovered and case was finished without issue. No delay or extended surgical time. Was surgery delayed due to the reported event? --> no, was procedure successfully completed? --> yes, were fragments generated? --> yes, if yes, were they removed easily without additional intervention? --> yes, (B)(6) 2021: additional information was received on december 02,2021 at 5:40 pm. Did it break into two or more pieces? What part of the instrument broke? Answers: the impactor broke into 2 pieces. Break happened at the top by the handle insertion.